Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint history and product history record could not be reviewed because a valid lot number or any identification traceable to the manufacturing documentation was not provided. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A physician reported that following and intraocular lens (iol) implant procedure, a patient experienced negative dysphotopsia. The lens was explanted during a secondary procedure. The sample is available. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned. Viscoelastic is dried on the lens. Both haptics are broken-gusset area (not returned). The edge of the lens is chipped with a portion removed. The optic has a cracked areas which appear to have been caused by an instrument used to grasp the lens. The optic is cut from the edge across the center of the optic. This damage is typical of damage incurred during a lens explant. The lens was cleaned with lphse. No further damage was observed. Power and resolution were evaluated. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the diopter range. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the report cannot be determined. The lens was returned with damage typical of an explant. Due to this damage the exact focal length/resolution measurements could not be obtained. The lens is within the diopter range. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).